Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak that was visually observed. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The dialyzer was returned to the manufacturer for evaluation. Coagulated blood was noted between the threading of the screw flange and header cap on the dialyzer's non-cavity ID end. The sample was subjected to a laboratory leak test at which time an external leak was noted at the same area previously identified with blood (between the dialyzer housing and the screw flange threading on the dialyzer's non-cavity ID end. The dialyzer leaked at 4 psi. The dialyzer was then deconstructed and visually evaluated further. The dialyzer was confirmed to be assembled correctly and no damage or defects were noted. The o-ring (located beneath the header cap) was noted with damage in the form of a gouge. The gouge was located on the side of the o-ring seated against the polyurethane (pu) potting surface. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.

Manufacturer narrative:
Added concomitant products. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.